Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: ptfe pad (teflon pad) was inspected and found it is severely worn, separated from jaw. The most probable cause of the complaint is traced to component failure, expected or random component failure without any design or manufacturing issue due to wear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device teflon pad was inspected and found it was severely worn and separated from jaw. There was no patient involvement.